Event description:
It was reported that this right atrial (ra) lead had exhibited dislodgement and high capture threshold. This ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture information correction and additional information.

Event description:
It was reported that this right atrial (ra) lead had exhibited dislodgement and high capture threshold. This ra lead remains in service. No adverse patient effects were reported.